Event description:
Hamilton medical ag received the following complaint description (summary): (1) complaint description: "the device stopped ventilation during patient use. Various error codes were displayed. The issue is reproducible. In service mode, the blower repeatedly attempts to start. The inspired air has a burnt electrical smell. The blower's lifecycle is at 60%." (2) health impact: the device was needed to change, patient harm were reported. Correction on 14.08.2025: no indication of direct patient harm. It was indicated by the hospital that the patient died at a later stage but not in relation with the current incident during the use of the device.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: the affected blower was sent back to hamilton medical and was investigated. The blower time was 60% as per instrument report. During the investigation of the blower case, black particles were present outside the output of the turbine. Turbine struggles to rotate and makes strange sounds cables of the turbine are in perfect condition, with no damages. No evidence of burns are present both on the turbine and on the blower case. The root cause is grease volatilization due to an over-use of the grease in the ball bearing in the turbine¿s ball bearing, which reduces lubrication and leads to wear. The defective blower was replaced. Updated b5: correction on 14.08.2025: no indication of direct patient harm. It was indicated by the hospital that the patient died at a later stage but not in relation with the current incident during the use of the device. Corrected and updated h6: the imdrf codes.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (summary): (1) complaint description (translated to english): "the device stopped ventilation during patient use. Various error codes were displayed. The issue is reproducible. In service mode, the blower repeatedly attempts to start. The inspired air has a burnt electrical smell. The blower's lifecycle is at 60%." (2) health impact: the device was needed to change, patient harm were reported.